Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause could not be determined; however, it is identified that contributing factors are a history of chondrosarcoma with segemental resection of tumor involving rotator cuff and recent superficial infection and dehiscence. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 211223, compr srs tumor bdy - 71mm, 484220; 211228, compr srs mod rgx aug - sm, 216410; 211258, compr srs mod stem - 9x75mm, 314970; 211226, compr srs ic seg - 90mm, 938550; b000-0185, 6m9704, stryker orthopaedics; 6197-1-001, tmz046, stryker orthopaedics. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient's left shoulder dislocated 3 months post implantation. Prosthesis was cemented in, shoulder reduced, and the remaining rotator cuff was then attached to the prosthesis. The triceps was then sewn into the pec and lat dorsi tendons around the humorous to help stabilize. The wound was washed out and closed in layers. No further information is available.